Manufacturer narrative:
Evaluation: bumper channel.

Event description:
It was reported by service report that the bumper channel was damaged presenting sharp exposed edges. No pt involvement or adverse consequences are reported.